Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer was get multiple unexpected restart alarms during use. Customer's blood glucose value was 186 mg/dl at the time of the incident. Advice that the pump will need to be replaced. Advice to monitor the pump and that patient may continue to wear the pump until replacement arrives. The customer was assisted with troubleshooting. Device will return for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error anomalies noted.